Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device could not lock the attachment device and burr device into place was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had fluid deposit from the handpiece, and fluid was leaking from handpiece. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device would not lock the burr device and attachment device into place. During in-house engineering evaluation it was determined that the handpiece device had fluid leaking and fluid deposits. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.